Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated products : item#: 42522400410; art surface fixed bearing (ps) right 10 mm; lot#: 64403891. Item#: 42540000029; all poly patella cemented 29 mm diameter; lot#: 64591582. Item#: 42532006702; tibia cemented 5 degree stemmed right size d; lot#: 64402671. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00239, 0002648920 - 2021 - 00334, and 3007963827 - 2021 - 00240.

Event description:
It was reported that the patient underwent a left total knee arthroplasty approximately 21 months ago. Subsequently, the patient experienced pain, blood pooling, swelling, loss of rom, stiffness, difficulty walking, possible metal allergies and infection and underwent a manipulation under anesthesia two months later. The patient developed a hematoma after mua. The patient continues to experience all symptoms, and is in pain management. It was noted that she has atrophy. Attempts have been made and no further information has been provided.